Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and it stopped working and was not activated again. The customer¿s blood glucose level was unknown. The troubleshooting was not mentioned. The insulin pump will be returned for analysis. Piston was not moved and customer was unable to rewind anymore because, the insulin pump was stock to motor error. The customer was unsure about the location of leak. The troubleshooting was performed for leak. The reservoir will be returned for analysis.